Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The ra lead was revised ten days after it was implanted and remains in use. No patient complications have been reported as a result of this event.